Event description:
The harmonic scalpel was used to control blood loss during my mastectomy (B)(6) 2015. There were 2nd and 3rd degree burns along the entire 81/2 inch incision line. They have not yet healed as of today (B)(6) 2015. I am also an rn as well as the patient. Silvadene application bid has been prescribed and used as directed. The eschar is very deep and healing is very slow. The burned area is 1.5 inches wide at it's greatest width. I am usually a rapid healer based on several previous surgeries. I do not yet know if skin grafting will be necessary. I continue to have progress monitored by my surgeon and take date stamped pictures daily. There is no infection and antibiotics were administered peri-operatively as well as for 10 days post op.